Event description:
Our seasoned anesthesia team reports 3 recent failed spinal anesthesia encounters when using braun's bupivacaine 0.75% (ndc 0264-9379-88, one such lot is 20328a that exp 3/2025) taken out of a braun pre-packaged pencan (r) spinal needle tray labeled as gtin (B)(4), exp 4-30-2024, lot 0061850656. They report hospira's 0.75% (ndc 0409-3613-01) vial has no efficacy issues.